Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the quick release kept falling off in last four sets. The patient woke up with high blood glucose level, a day before this report, because her infusion set came off at the quick release while sleeping. On the same day, her blood glucose level was at 395 mg/dl. The site location was her stomach and the pump was located next to the patient. The infusion had been in use for one day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. The infusion sets were replaced. No further information available.